Manufacturer narrative:
E.1. Initial reporter facility:(B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 and 4.2 pyxibus module controller board and drawer controller board was faulty. A field service engineer opened the back panel and found no lights on the pyxibus control module, removed and replaced the module, but as soon as the pyxibus cable was reconnected and powered on, the solenoid in drawer 4.2 began repeatedly firing then shut down the station and disconnected the solenoid cable, but the drawer control board fault still disabled the pyxibus module controller, shut down the station again, replaced the drawer control board the issue was resolved, logged into the application and reassigned the drawers, ran diagnostic test gets passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and displayed the error: device not detected on bus. The customer attempted troubleshooting by rebooting the station and attempting to recover the drawer; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.